Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was in middle of 400mg/dl. The customer declined to troubleshoot for the high blood glucose. The customer was treated with manual injection and insulin pump for high blood glucose level. Customer stated that the insulin pump received replaced battery now alarm. Customer stated the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now without a low battery warning. The insulin pump will not returned for analysis.